Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) had recorded episodes that indicated possible oversensing of atrial fibrillation. The device also provided shocks into a normal ventricular rhythm, during periods of atrial arrythmia and isometric exercises.